Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a facility is having accuracy issues with 160 of their spectrum pumps. No specific devices were identified and the process step of the accuracy issues was not provided. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.